Event description:
The customer reported being in the emergency room due to high blood glucose of 700mg/dl. The customer was not feeling, vomiting, and weak. The customer stated that she has been experiencing high blood glucose and she believes that the recall reservoirs may have played a role on the event, but she was not sure. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.